Event description:
It was reported to covidien on 03/01/2010, that a customer had an issue with a single lumen PICC. The customer reports a neonatal PICC was placed in the right arm of an infant for infusion of tpn and intra lipids for nutrition. After 33 days, the pigtail was noted to be leaking approximately 1 cm from where the pigtail joins the luer connector.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.